Event description:
Pt complained of pain 2 months after surgery and less range of motion following a shoulder arthroscopy. 2 months later during a repeat shoulder arthroscopy, the surgeon found two broken implants; which were fractured above the head of the implant and was found floating in the previous surgical area. The surgeon then converted to a "mini-open" procedure to remove the broken implants which were discarded. The repair was completed with another device.